Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the used cartridge was returned. Inadequate viscoelastic was observed. The cartridge has evidence of placement into a handpiece. The nozzle is cracked on the bottom, midway. The tip is split on the bottom. The lens was returned in the lens case. A small amount of viscoelastic is dried on the lens. Both haptics are folded in typical of loading into a cartridge. No lens damage observed. Cartridge product history records were reviewed and documentation indicated the product met release criteria. It is unknown if a qualified handpiece and viscoelastic were used. The root cause for the observed cartridge damage may be related to a failure to follow the directions for use (dfu). The nozzle and tip are damaged on the bottom. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. In addition there did not appear to be adequate viscoelastic in the device. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during a cataract extraction with intraocular lens (iol) implant procedure, the cartridge cracked during insertion of the iol. The procedure was completed the same day. Additional information was requested.